Event description:
It was reported in an article that a patient implanted with vns therapy committed suicide. No further information regarding the issue was reported in the article, and attempts for further information regarding the death have been unsuccessful to date; therefore, the relationship between the suicide and vns therapy cannot be determined.